Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The calcified, 99% stenosed lesion was located in the left anterior descending (lad) coronary artery. The procedure was successfully completed this device. No pt injuries or complications were reported. Pt status is reported "good".